Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the ruggles sterile distraction screw broke off in a pt while trying to insert screw. Incident occurred on (B) (6) 2009. Pieces of the screw were removed and are available for return to be evaluated. Piece removed from head with pliers. They report no harm to the pt. Another screw was placed in the head.